Manufacturer narrative:
During the onsite investigation, the service tech replaced the wrp circuit board, the wssu ii circuit board and the scanner. Root cause was identified as a faulty scanner. (B)(4).

Event description:
Customer reports scanner error. No patient harm reported.